Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead resulting in high ventricular rate episodes. All rv lead parameters were stable so the physician did not perform any intervention. The patient was stable with no consequences.